Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, issues with reduced angulation on the evis lucera elite colonovideoscope. Inspection and testing of the returned device found that the nozzle was clogged with foreign matter. There was no report of delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged with foreign matter which was attributed to insufficient cleaning. Additional evaluation findings were as follows: due to wear of the angle wire, bending angle in up direction does not meet the standard value and the angle was insufficient, due to clogging of the nozzle both the air supply volume and the water removal ability did not meet the standard value, the bending section cover adhesive had a white-clouded area, cracks, chipping, scratches and due to the adhesive peeling on bending section cover, the insulation resistance value at the distal end did not meet the standard value, the adhesive around objective lens was peeling and had a white clouded area, the light guide lens was cracked, had adhesive that was peeling and had a white clouded area, the probe cover had a scratch and a dent/crack, the connecting tube had a scratch and the coating was peeling, the suction cylinder had a scrape, the air water cylinder had peeling and the universal cord protector had a scratch on the control section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.